Manufacturer narrative:
Concomitant medical products: 419688 lead; 693565 lead, implanted (B)(6) 2011.

Event description:
It was reported that the patient experienced symptoms of chest pain and dyspnea. It was noted that the right atrial (ra) lead exhibited intermittent oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.